Event description:
A monarc subfascial hammock was implanted in the plaintiff to treat stress urinary incontinence. The plaintiff's attorney alleges that the product implanted in the plaintiff "failed to function as intended and it did not relieve the symptoms that it was intended to cure." Instead, the "product has caused plaintiff's severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the mesh "caused plaintiff to suffer infection or inflammation tissue abrasion and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.